Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source. The customer provided a blood glucose (bg) of 347 mg/dl due to the reported charging issue. Additionally, the customer experienced a low bg level of 50 mg/dl; cause was unknown. Food was consumed to treat the low bg. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally, duplication testing was performed for the low blood glucose event and no failure was identified related to the reported issue.